Manufacturer narrative:
Unit p-cap / reservoir locked properly in place and passed displacement test and selftest. Unit received with cracked glass, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Unit received with partial display screen due to vertical cracked lcd controller (pcb1). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.